Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a small piece of plastic has broken off the end white cap that is attached into the female hub of the needle resulting in a foreign body within the hub. This should not be there. This cap should be removed intact with a hub free of a foreign body. It was reported this occurred with four devices. This report addresses all four devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material present in device is confirmed and was determined to be supplier related. Four 19g x 0.75 in safestep infusion sets were returned for evaluation. An initial visual observation revealed a small white material attached to the inner circumference of the luer connector in all samples. A microscopic observation revealed all dust caps appeared to have a chip on the inner stem. The chip appeared to have about the same size as the white material present in the samples. The shape, location, and extent of the damage observed on the returned samples suggest the dust caps may have been damaged during the automated manufacturing process when the luer hubs are closed with the dust caps. This complaint will be recorded for future trending and monitoring purposes.